Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: how was the device removed from the lung? By using a second ets45 device and taking a larger than necessary section of lung. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Green. Was the instrument fired across or near an existing staple line or clip? 3 firings had already been done on the lung. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Is there any other additional information you would like to share about this device or procedure? Peri strips were also used during the procedure which is standard for this surgeons technique for this procedure.

Event description:
It was reported that during a lung volume reduction procedure, the device was used with peristrips. The stapler had been used three times previously when it locked onto the lung. Another device was opened and continued with the operation but we had to take more lung than was necessary due to the device being locked onto the lung. More tissue was taken than was necessary in order to remove the locked device.